Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The patient had previous stents placed bilaterally in the renal arteries. The patient presented with a 99% stenosed, progressive lesion located distally to the previously implanted stent in the severely calcified left renal artery. A 6f mach 1 guide catheter was inserted and advanced. This 5.0x19x90cm express sd stent was selected for treatment and advanced without pre-dilation. The physician crossed the previously implanted stent without resistance, but was not able to cross the lesion with the express sd stent delivery system (sds). The decision was made to remove the sds and pre-dilate the lesion with a smaller balloon. During removal of the sds, the physician encountered significant resistance withdrawing from the stenosis. After the sds was removed from the guide catheter, the physician noted the stent had dislodged. Angiography showed that the stent remained undeployed in the stenosis. The stent was "not in a bad position", therefore, the physician opted to leave it there and does not plan to reintervene. The procedure was ended at this point. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).